Event description:
A surgeon reported following a glaucoma filtration shunt procedure; the shunt was touching the iris. The patient experienced a shallow anterior chamber and a serious choroidal detachment. The surgeon reported that shallow anterior chamber and the serous choroidal detachment were unrelated. The shunt remains implanted and the event has resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Approximately two years after initial implantation, the surgeon indicated that the sclera thinned and the shunt became visible. The surgeon thinks the shunt is associated with the thinning. The shunt remains implanted. There has been no treatment or intervention.

Manufacturer narrative:
No data regarding product identity was received, no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. The root cause cannot be determined. Additional information has been requested. (B)(4).